Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to feel stimulation, but about a month or so ago (2019), no matter what body position they were in they weren¿t feeling stimulation, even when their settings were up at 10v when they usually felt stimulation strongly at 5v. It was reported that their pain had increased (lost control of their symptoms). The patient had tried to increase stimulation on groups a and b, but this didn¿t resolve the issue. It was reported that on (B)(6) 2019, the healthcare provider (hcp) found some impedances when the ins was read. The patient didn¿t know the details about the impedances. They indicated that the x-ray looked good and the hcp stated that the lead may have shifted a little bit. The patient was redirected to their healthcare provider (hcp) regarding their lack of symptom controller/stimulation, and the patient indicated that they have an appointment on (B)(6) 2019. No further complications were reported/anticipated.